Event description:
Pt undergoing CT scan with IV contrast injection and contrast was leaking around the plunger of the syringe. Exam was halted and a new syringe was located and used for the examination.